Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the actual depth of the device differs significantly from the set depth and is too shallow.. There was no patient impact. The surgery was completed after processing the original skin graft. No additional graft was needed. Due diligence is complete as no additional information is available.